Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. Additional information received from the physician on (B)(6) 2013, noted that the patient had mesh erosion in 2011. The device was removed. The patient was last seen in (B)(6) 2011 and had a reoccurrence of incontinence. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.